Manufacturer narrative:
Plant investigation: the power supply was returned to the manufacturer for physical evaluation. The terminal ends of the wires running between the transformer and the bridge rectifier are burned and discolored. There are no other components that are damaged or charred. An inspection of the power control board and power plug found no signs of damage. The power supply was installed onto a test machine in as-received condition for testing. The test machine powered on, completed rinse, ran dialysis, and completed the self-test program without encountering any failures. There was no further damage found to the power supply during this testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation performed by the manufacturer was able to confirm the reported complaint.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned power supply. The terminal ends on the wires that connect the transformer to the bridge rectifier of the power supply appeared burned and discolored. The burn damage was found during regularly scheduled preventative maintenance (pm). A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 18,409 hours and the power supply was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned power supply. The biomed replaced the power supply, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The power supply was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned power supply. The terminal ends on the wires that connect the transformer to the bridge rectifier of the power supply appeared burned and discolored. The burn damage was found during regularly scheduled preventative maintenance (pm). A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 18,409 hours and the power supply was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned power supply. The biomed replaced the power supply, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The power supply was returned to the manufacturer for physical evaluation.